Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: olympus could not identify the foreign material from provided information and could not specify the cause of the foreign material remained in the device. The most probable cause is not established, which is the investigation findings do not lead to a clear conclusion about the cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the nozzle. There was no patient involvement.